Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented with chest pain. Fluoroscopy was performed which confirmed that the lead had migrated into the myocardium. Subsequently, surgical intervention was performed to explant and replace this lead. It was also noted that the lead was difficult to remove, and that there was damage to the helix mechanism. Additionally, there were connection issues noted with the related pulse generator. The new lead was connected to the pulse generator and remains implanted. No additional adverse patient effects were reported. Additional information: a good faith effort was submitted to obtain product return. The field representative indicated that this device was lost; therefore, is unavailable for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, presented in clinic with chest pain. Fluoroscopy was performed which confirmed that the lead had migrated into the myocardium. Subsequently, surgical intervention was performed to explant and replace this lead. It was also noted that the lead was difficult to remove, and that there was damage to the helix mechanism. Additionally, there were connection issues noted with the related pulse generator. The new lead was connected to the pulse generator without issue. No additional adverse patient effects were reported. This lead is expected for return.